Event description:
The reporter stated that pt was tested with a blood glucose result of 410mg/dl on the accu-chek advantage system. The pt was given an undisclosed treatment followed by a lab draw. The result of the lab draw was 188mg/dl. The 410mg/dl and 188mg/dl were obtained within a ten minute timeframe. The pt's physician stated that the treatment given could not have caused the blood glucose to drop that quickly. New system sent and return requested.